Event description:
It was reported that the ventilator generated alarms for high peep (positive end expiratory pressure) and high expiratory minute volume during ventilation. The pt was ambu-bagged and the ventilator replaced. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).